Event description:
It was reported that the drain was coming out of the port and they had to reinsert it and tape it to secure the drain. The doctor suspects that the pt's infection may have been the result of having to reinsert the drain. No additional info has been received regarding med intervention required for the alleged infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.